Event description:
It was reported that a user started a new dexcom g7 sensor that remained in the pairing state and displayed a pairing failed notification, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components; the user was advised to toggle bluetooth and restart the sensor and to call back if warmup did not proceed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between devices consistent with intermittent communication failure associated with the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.